Event description:
On (B)(6)2024, it was reported by a sales representative via sems-06541210 that an ar-3519h hip avn disposables kits expandable reamer would not be expanded. This occurred during a hip core decompression they had made it through almost the entirety of the case, and then when the surgeon tried to expand the reamer inside the patient, it would not expand. The case was completed using another kit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.